Manufacturer narrative:
Corrected data: the device manufacture date was recorded as (B)(4) 2013 in the initial report. This date has been updated to (B)(4) 2013. The unique identifier( UDI) has been updated accordingly. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor device had a hole/cut in the hose, temperature was above specification, the bearings were damaged, and the cable/cord/wiring was damaged. It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, no short circuit between sensors gnd and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body, no short circuit between svdc line and connector body, motor thermistor assessment, and hand control assessment. Therefore, the reported condition was confirmed. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The facility complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the irrigation pump of the motor device was still pumping water even when the motor was not running. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.